Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the device powered up with an error and then a different error, upon further analysis it was discovered the error was temperature sensitive. The device would fail hot and function properly when cold. The die stack was removed, it may have had intermittent solder joints. A number of the solder balls were flat as if they did not fully flow when the part was soldered down to the board. The die stack was replaced and the device operated properly, it was temperature tested with no failures. The device was run on the automated test console, all tests passed. Additional analysis: the log was reviewed, the log indicates two different errors, both were event latch time outs. Conclusion: confirmed the reported event, there were intermittent solder joints on the die stack.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment via the log that the device powered to an error and the main printed circuit board was replaced to resolve. It was further noted that the battery wires were pinched enough to replace as a preventive although they were not compromised, the display wires were also pinched but not compromised and it did need the updated shorting battery bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator powered up to an error and that it self-cleared after several power-ups. It was noted in the technical services call that it was cleared by removing the battery. The generator was returned for service. There was no patient involvement.